Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Dried salt-like residues are visible in the reservoir. Permeability test: to prove the permeability of the control reservoir, we performed a penetration test. Her, we have tested by pumping the membrane, whether the reservoir can be filled with the test liquid. The test result shows that the control container fills easily and without delay and drains off the liquid. Adjustment test: an adjustment test is not applicable. Braking force and brake function test: a braking force and brake function test is not applicable. Results: it should be noted that the reservoir was received dry (not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquid and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. First, we performed a visual inspection of the reservoir. No significant deformations or damage of the reservoir was detected. Next, we tested the permeability of the reservoir. By pumping and draining liquid, it was checked whether the reservoir is permeable. The test result shows that the reservoir fills with liquid and is emptied again and thus permeable. Based on our investigation, we cannot confirm a blockage of the reservoir at the time of examination. We suspect that the observed deposits may have temporarily affected the function. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient height = 150 cm. Manufacturing site evaluation: investigation on-going. Additional information and / or investigational results will be provided in a supplemental report.

Event description:
The valve of the shunt system was reportedly blocked. This was noticed at implant and the component was removed and replaced. The shunt system was reportedly being implanted on (B)(6) 2019 into a (B)(6) year old female patient. She was 150 cm tall and weighed (B)(6) kg. As a result of valve blockage noted during the implant procedure, the "non-functioning reservoir" (only) was removed. Another meithke component was then implanted. It is noted that this difficulty resulted in a <15 minutes surgical delay. No other details are provided. No associated patient complications are reported.